Manufacturer narrative:
B3: estimated based on gfe response from sales representative, who states the onset date was surgery day.

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to inadequate stimulation. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was reported to be doing well.